Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced multiple alarms, including power limit advisory alarms, low beat rate, low bus alarms, and yellow wrench and red heart alarms. Waveform analysis was unremarkable. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains on lvad support. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.